Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise causing oversensing and inappropriate low voltage (lv) therapy on the atrial lead were noted. The lead parameters were reprogrammed and the lead will continue to be monitored. The patient was stable with no adverse consequences.